Event description:
The microlab at+2 sample handling system instrument reportedly did not pipette reagent and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument and found plungers 1 and 2 were affected. The fse exchanged internal and external clamps for plungers 1 and 2, the lifting tube for position 1 and the flat cables for plungers at positions 1 and 2. Fse performed splld checking procedure and tested summit with oas user software. The instrument was tested without problem and was returned to expected operation.